Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter displayed an ¿er2¿ message. Per the owner¿s booklet this error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the error message appeared approximately 3 months prior to contacting lfs. The patient informed the cca that he manages his diabetes with oral medication(s). It is not known if the patient made any changes to his usual diabetes management regimen due to the alleged meter issue. The patient reported developing a ¿low blood sugar¿ and ¿passing out¿; however, the patient was unable to confirm if the symptoms occurred before or after the meter issue began. The patient reported he was treated in the ER and received ¿12 stitched and minor plastic surgery¿. It is not known if the patient¿s blood glucose was tested with an ER/hospital meter at the time of his arrival or if he also received treatment for a low blood glucose excursion. At the time of troubleshooting, the cca noted that the subject meter did not display an ¿er2¿ message when it was manually powered on. The cca noted that a blood glucose test was not performed at the time of the call. Replacement products were sent to the patient. This complaint is being reported based on the indication that the patient experienced a ¿low blood glucose excursion¿ and the subject meter could not be ruled out as a cause or contributor to the event.